Event description:
Per the clinic, the patient experienced a sudden onset dizziness and subsequently an antibiotics (type not reported) was prescribed. The implanted device remains.

Manufacturer narrative:
Correction: the initial MDR [6000034-2024-03902] submitted on 07-nov-2024 was filed inadvertently. Per the clinic, the antibiotics were administered for chest infection unrelated to cochlear device.